Event description:
Customer reported that on (B) (6) 2010, he received an ER-4 message on the display of his freestyle blood glucose meter. He further reported that due to not being able to test he subsequently experienced fatigue with a resultant loss of consciousness. Paramedics were called, gave customer oxygen and a glucagon injection and transported him to a local healthcare facility. Customer was diagnosed with severe hypoglycemia and treated with electrolytes via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed.